Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implants did not align. A surgical delay of 60 minutes was reported.

Manufacturer narrative:
Additional information: h6. Corrected: d4. The reported event is considered unconfirmed due to the absence of postoperative scans. During surgery, the surgeon encountered difficulties fitting the right mandibular component, likely attributable to anatomical changes from prior orthodontic treatment or possible misplacement of the right cutting guide. This issue resulted in occlusal discrepancies and a surgical delay. A thorough review found no manufacturing defects with the tmj device. The root cause is suspected to be either anatomical changes between the planning scan and surgery or misplacement of the cutting guide; however, this cannot be confirmed without postoperative imaging. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues. Therefore, no corrective or preventive actions are deemed necessary at this time.

Event description:
No new information.